Event description:
It was reported that the patient received inappropriate atp therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.